Event description:
It was reported that the bed has caster issues, potentially resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was evaluated and it was determined the foot left caster would not lock in place, causing the unit to veer when being pushed. The issue of the bed being difficult to maneuver is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable. There was no reduction in brake holding force, as was initially reported as a possibility.

Event description:
It was reported that the bed has caster issues, potentially resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed has caster issues, potentially resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.